Event description:
The customer reported the ceramic head was damaged during reprocessing involving an olympus resection sheath. There was no patient injury reported.

Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.